Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the pink safety shield on eclipse needle came off when the nurse push it to cover the needle. The securing device came off which can lead to a risk of exposure to blood. The hospital pharmacist who manages this stock of sampling material says that they could reproduce the anomaly on other needles." There was no exposure to blood as a result of this problem.

Manufacturer narrative:
Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the pink safety shield on eclipse needle came off when the nurse push it to cover the needle. The securing device came off which can lead to a risk of exposure to blood. The hospital pharmacist who manages this stock of sampling material says that they could reproduce the anomaly on other needles." There was no exposure to blood as a result of this problem.